Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to MRI and non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath, the ra lead was successfully removed. However, when removing the rv lead, a pericardial effusion was detected via transesophageal echocardiogram (tee) and rescue efforts began, including rescue balloon and sternotomy. A perforation extending from the innominate to the superior vena cava (svc) and into the right atrium was discovered and repaired. The decision was made to abandon the extraction; therefore, the lld ez, along with the rv lead, were cut and capped and remained in the patient (MDR #3007284006-2026-00039). There was no attempt made to unlock the lld ez. The patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.